Event description:
It was reported that the device exhibited a premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the premature battery depletion could not be determined.